Manufacturer narrative:
(B)(4). Signs of clinical use and no evidence of blood was observed. Charred tissue and blood were observed on the jaws. The heater wire appeared to be flexed but it remained attached at the tip and the base of the jaw. There were no non-conformities observed to the silicon on the jaws. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method". The device activated and transected tissue five (5) times with no cautery failure observed. Clean cuts were made by the cautery. Based on the return condition of the device and the evaluation result, the reported complaint was not confirmed for the reported failure mode "failure to deliver energy" but was confirmed for the analyzed failure mode " material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws did not have any energy transferred to them. While attempting to harvest a branch, no heat or sealing was applied to the tissue. Hospital checked the power cord connections and all seemed correct. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and no evidence of blood was observed. Charred tissue and blood were observed on the jaws. The heater wire appeared to be flexed but it remained attached at the tip and the base of the jaw. There were no non-conformities observed to the silicon on the jaws. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test. It produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. An activation and transection capability test was performed over five (5) repetitions using "max life test method". The device activated and transected tissue five (5) times with no cautery failure observed. Clean cuts were made by the cautery. Based on the return condition of the device and the evaluation result, the reported complaint was not confirmed for the reported failure mode "failure to deliver energy" but was confirmed for the analyzed failure mode " material twisted/bent".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws did not have any energy transferred to them. While attempting to harvest a branch, no heat or sealing was applied to the tissue. Hospital checked the power cord connections and all seemed correct. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro jaws did not have any energy transferred to them. While attempting to harvest a branch, no heat or sealing was applied to the tissue. Hospital checked the power cord connections and all seemed correct. A replacement device was used to complete the procedure. The hospital did not report any patient effects.